Event description:
Environmental services employee had locked 10 gallon nestable sharps container, 305437 in pharmacy department for disposal. Employee was stuck in thigh as she picked up container to remove it. The needle was protruding through the bottom corner of container. The contents of this container were composed of sharps that had only been used to mix sterile medication solutions. No items had been contaminated with human blood or body fluids. No exposure follow-up was required.